Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred, because the video function did not work properly, due to poor contact of the connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to the connector corroding which caused the b30 error code. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had an error b30 code. The issue was found during a diagnostic bronchoscopy procedure. The patient was under sedation. The procedure could not be done and was cancelled at the beginning just when the user was to start using the device. There were no reports of patient harm.